Manufacturer narrative:
Per the customer, the sample was discarded.

Event description:
A customer contacted global technical services (gts) regarding a reload set alarm that appeared on the homechoice (hc) unit during initial drain. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a fluid leak or crack in the cassette. The cassette was replaced and therapy was restarted. No patient injury or medical intervention was reported related to the event. No additional information is available at this time.